Manufacturer narrative:
Upon inspection and testing of the device, the image issue (no image, color bars) was found to be due to a circuit board failure caused by water ingress of the video connector. In addition, service found the video connector and the main body were cracked, the cable was twisted. There was water ingress in the main body, and the scope mount was corroded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified procedure, the subject device displayed a noisy image. The intended procedure was completed using the same device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the subject device was not displaying an image and only showing color bars. This report is being submitted for the malfunction found during evaluation (no image -displayed color bars).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the reported event (loss of image, colored bars) was due to a failure of internal electrical parts from water intrusion in the connector. The root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.